Event description:
It was reported that the power wheelchair locked up and drive in circles. Additional information was provided by the end user on (B)(6), 2014. The end user reported the powered wheelchair began spinning in circles during use. As a result, the end user fell out of the chair causing injury to his ankle. No medical intervention to treat the patient's injury was reported.

Event description:
It was reported that the power wheelchair locked up and drive in circles.